Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024. That on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported, that the patient experienced a skin reaction with itching, burning, redness, inflammation, drainage and infection. Extended beyond the patch perimeter. Which occurred, 1 day after the sensor had been inserted in the arm. The patient went to the hospital, due to the discomfort while using the sensor. And was diagnosed with cellulitis and received treatment with a prescription of an unspecified oral antibiotic. Furthermore, incision and drainage was performed, but no further details were reported regarding this. The patient was in good condition at the time of report. No additional event or patient information is available.